Event description:
It was reported that a bilateral synergy patient underwent additional testing including visual field, opd scan, repeat refraction. The patient saw a retina and neuro-ophthalmologists, who were unable to identify any other pathology other than pvd/floater. Surgeon tried a yag, aggressive surface treatment. Additional surface treatment (lipiflow, serum tears) were performed, the sensitivity of the lens to residual refractive error, and other potential interventions such as iol exchange. The patient has been additionally referred for a second opinion. Per additional information received the patient is still complaining of color desaturation in one eye in which the synergy lens was implanted . Patient has seen another refractive surgeon, a retina specialist and neuro-ophthalmology all of whom say the eye is normal. Yag was performed because patient felt like he had a film over that eye and there was some wrinkles in the bag and a trace posterior capsule opacification. No further information was received

Manufacturer narrative:
Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.